Event description:
Complainant called to complain of a tube placed in her kidney through the back which she alleges broke off while in the hospital in 2005, leaving metal parts in her kidney. Patient was in the hospital. She indicated that she has had several surgeries to remove the broken metal parts of the tubing from her kidney. She indicated that she has had surgeries at three hospitals regarding this incident. Last surgery was in 2006 for the removal of alleged foreign object. Patient has no information regarding brand name or manufacturer of tubing. She indicated that the radiologist at placed the initial tube in her kidney.